Event description:
It was reported that the patient presented in clinic for follow up. Stored egms revealed post-paced t-wave oversensing. Programming changes were recommended, however, the physician chose to try a different programming approach. The oversensing still continued. The physician will perform the recommended program changes at the patients next follow-up. Patient condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.